Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. A kink was noted on the exposed portion of the cannula. The timing and cause of the kink could not be determined. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod failed to adhere. As treatment, the patient applied a new pod.